Manufacturer narrative:
The device was received for evaluation. During evaluation, the device was missing direction of flow label. A review of the event history log revealed occurrences of the reported symptom. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause was identified to be front case new direction of flow labels which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was missing direction of flow label. No additional information is available.